Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handles and driver having spinal therapy. It was reported that the driver would not ratchet when attached handle to a driver. The driver threads snapped off when tried to attach a screw to the driver. The event happened on the back table. Both handles would freely spin without ratcheting. They had been used for a while before the malfunction occurred. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4): part # 5584111 lot# 0011215001 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.